Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and a no delivery. The patient's blood glucose level was 365 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was assisted with troubleshooting and was informed that the pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received motor error alarm during rewind due to encoder out of phase. Unable to verify no delivery alarm due to motor error alarm. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.